Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. During the deployment procedure, the locator indicated that the patient had a shollow tissue tract. The operator had difficulty advancing the tissue dilator. When the operator visualized the white line on the locator, the tension on the locator gave way and the locator pulled through the dilator. The procedure was aborted and manual pressure was held. The j segment was noted by x-ray in the tissue tract and was removed. No further complications were reported.